Event description:
Cutomer alleged compact system unavailable due to dead battery. Customer alleged that, while system unavailable, customer experienced low blood glucose symptoms for which she was unable to self-treat. Son provided orange juice, after which, she felt better. Customer also alleges that afternoon dose of 45 mg actos was not taken due to inability to test glucose. The location of the events was not provided. Replacement sent; return requested.